Manufacturer narrative:
Zip code: l7s1v2. Additional email: info@cosmedicacanada.com. Additional fax number: 1-289-816-0195. A review of the device history record has been completed. No deviations or non-conformances noted. Device photo analysis: visual analysis of the photographs identified: anxiety product/procedure: unable to observe as it is a medical event that is not related to the device. Capsular contracture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. It is not possible to determine the lot number or catalog through the photos provided. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV and textured to smooth implant exchange.

Event description:
Healthcare professional reported left side textured to smooth implant exchange. Healthcare professional later reported "capsular contracture baker grade IV." Device has been explanted and replaced.